Manufacturer narrative:
Inspection records, device history records and inspection of the returned sample were performed. The root cause of the failure could not be determined.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Line placed and removed due to a hole in catheter several hours later.